Event description:
The physician was attempting to use a sprinter legend rx ptca balloon catheter to treat a lesion in a patient. The device was removed from the packaging, inspected and negative prep was performed with no issues noted. It was reported that the balloon of the device burst during stent deployment/balloon inflation at 14atm. No patient complications or other clinical sequelae were reported for this event.

Manufacturer narrative:
Results: none (device or procedural images not returned for evaluation). No results available since no evaluation was performed (device or procedural images not returned for evaluation). Related to operational context (device was inspected and prepped before use with no issues noted - damage occurred during attempted use). Conclusion: device not returned. Operational context contributed to the event ( device was inspected and prepped before use with no issues noted - damage occurred during attempted use). Unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).